Event description:
The customer reported that the insulin pump had a blank display. The blood glucose reading was 135mg/dl. Troubleshooting was performed, and the contacts on the battery cap were not missing or damaged. The battery compartment was neither damaged nor corroded. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump was monitored and all operating currents tested within the specified range. No blank display anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.